Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ilxch151585, serial/lot #: (B)(4), ubd: 13-feb-2011, UDI#: 00613994420213 ; product ID: iexch182485, serial/lot #: (B)(4), ubd: 12-oct-2011, UDI#: (B)(4); product ID: iexch182485, serial/lot #: (B)(4), ubd: 30-jun-2012, UDI#: (B)(4); product ID: aexch262640, serial/lot #: (B)(4), ubd: 20-jun-2012, UDI#: (B)(4); product ID: aexch282840, serial/lot #: (B)(4), ubd: 23-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm . It was reported that the patient returned for follow up 9 years later and presented with a type ia endoleak, a type ib endoleak and a type iii endoleak. The stent graft system was explanted. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.